Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set occlusion alarm occurred repeatedly on an ilet system using an inset 6 mm 23" set, and the user transitioned to subcutaneous insulin via pen after running out of supplies; occlusion alarms resolved after changing supplies in prior attempts. Symptoms included hyperglycemia with a cgm reading of approximately 400 mg/dl and negative ketone testing reported by the user. Outcomes included temporary discontinuation of pump therapy and use of multiple daily injections while awaiting replacement supplies. Investigation included complaint handling and provision of replacement infusion sets with instructions to report if occlusions recur for further troubleshooting. It was concluded that the event was consistent with an infusion set occlusion leading to hyperglycemia, and the issue appeared resolved after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.